Event description:
It was reported that there have been deviations, deficiencies or concerns in reprocessing of the subject device. During manual cleaning, there was no brushing performed in the brush points, the device was not rinsed before manual disinfection, and the channels were not flushed with and immersed into the disinfectant. After manual disinfection, the device was wiped with clean towel/paper and was not stored. There were no reports of patient infection or any other harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air-water cylinder (tube) has foreign objects, air-water tube has foreign objects, j-tube has foreign objects. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.